Event description:
The reporter stated that the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was removed. This is one of two lenses used on this patient - see MFR report # 2023826-2007-00417.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue and reddish residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.